Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Further inspection found the device delivered abnormal energy. Physio replaced the device's therapy and biphasic board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation it was found that the device delivered abnormal energy. In this state the device may deliver the wrong defibrillation therapy . There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed bi-phasic pcb and found the h-bridge on the pcb shorted. The q5 and q6 on the on the bi-phasic pcb was determined to the cause of the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation it was found that the device delivered abnormal energy. In this state the device may deliver the wrong defibrillation therapy . There was no patient involvement reported with the event.